Event description:
The manager, (B)(4), trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten patients, various collected cases on the topic of nonunions. Patient #8: patient experienced a left femur fracture and was implanted with a straight plate on an unknown date. X-rays were taken (B)(6) 2007 showed patient had a non-union and three (3) screws pulled out and one (1) screw was broken. Patient was returned to the operating room on an unknown date, hardware was removed and patient was revised to a blade plate and screws. It can not be verified if the product is synthes product. This is 3 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.